Event description:
It was reported the asymptomatic patient presented in-clinic for a routine check. The check revealed the patient's right ventricular lead was oversensing which was inhibiting pacing. The right ventricular lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.